Manufacturer narrative:
Product analysis: analysis confirmed customer comment output connector and hanger assembly were broken. It was also noted that the lower case was broken and the liquid crystal display flex was creased. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required repair of the atrial and ventricle ports and the hanger and test and calibration. The epg was returned for service. No patient complications have been reported as a result of this event.